Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a transendoscopic supra hemorrhoid mucosal ligation procedure performed on (B)(6) 2020. During the procedure, the device could not deploy the elastic bands. The procedure was completed with another method for prolapse and hemorrhoids (pph). It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that ligator head was returned with the device. It was noted that six bands were returned still attached to the ligator housing and they were overlapped. Additionally, the ligator teeth were damaged. The handle was not returned for analysis. No other issues with the device were noted. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This was likely caused by interaction with the endoscope or other devices and this can lead to additional tension on the suture and improper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). Suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a transendoscopic supra hemorrhoid mucosal ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy the elastic bands. The procedure was completed with another method for prolapse and hemorrhoids (pph). It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.